Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the system continued to exhibit high shock impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.